Manufacturer narrative:
UDI: unknown. Product code; (10)le13065. It is not clear at this point if the device is available. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed

Event description:
As reported by the na consumer care centre, a customer reported that their icp express keeps shutting on and off. There were no reports of delay or patient harm.